Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed received this arctic sun unit for the 6 month preventative maintenance and it was not passing calibration. It stated that the biomed received error 80 (non-recoverable system error) and it was not cooling, since it was due for the 2k preventative maintenance biomed would be sending it in.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During evaluation, it was confirmed that the unit was cooling slowly due to a mixing pump issue. Mixing pump was serviced. Unit was primed to fill. The device underwent pm servicing while in for repair. Primed to fill issue was not replicated during evaluation. Serviced the circulation pump. Replaced the heater. Replaced the drain valves and replaced both manifold o-rings on the manifold coin cell was replaced. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. The DHR is not required as this is not an out-of-box failure. Based on the results of the investigation, no additional actions are needed. The labelling is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed received this arctic sun unit for the 6 month preventative maintenance and it was not passing calibration. It stated that the biomed received error 80 (non-recoverable system error) and it was not cooling, since it was due for the 2k preventative maintenance biomed would be sending it in. Per sample evaluation results received on 06feb2023, the root cause of the reported issue was due to a failed mixing pump. It was reported that the arctic sun device was primed to fill.